Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the patient expired after an implant duration of 119 days (3.93 months) due to unknown reasons.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the event was learned through a phone call to our implant patient registry that the patient had expired on (B)(6) 2010. The death was confirmed in an on-line search but the date is indicated as (B)(6) 2010. In our follow-up with the surgeon of record, he was unable to confirm the date of death, cause of death or if the device had been explanted, as the surgeon was unaware that the patient had expired. The surgeon had no record of an autopsy or discharge summary. Cause of death remains unknown. No follow-up doctor is listed for this patient. We have no additional information and there has been no allegation of a device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.